Event description:
In 2004, a clinical incident involving an ultravac with integrated cable was reported to arthrocare corp. The reported incident inovlved a pt who underwent a shoulder scope. During the procedure, the wand tip broke and remained in the pt's shoulder necessitating extended surgery (1 hour) and an add'l incision (4 inch) to retrieve the broken part of the wand.